Event description:
It was reported that the user received recurrent alert 38 to restart the ilet and, despite multiple restarts and a full charge, the device did not resolve the alarm, consistent with a consecutive stalled motor malfunction of the insulin delivery system; a replacement ilet was arranged and the user transitioned to backup therapy, with blood glucose reported in range. Symptoms included no adverse clinical effects. Outcomes included no injury and no need for medical intervention. Investigation included device replacement logistics and return for evaluation. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.